Manufacturer narrative:
The reported events of failure to advance the guidewire and lead damage were confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found the inner coil was damaged at the distal region consistent with procedural damage. The leads insulation was perforated by the guidewire. The inner coil of the guidewire was damaged. The cause of the reported events was due to the insertion of the guidewire that damaged the inner coil and perforated the lead body insulation consistent with procedural damage.

Event description:
It was reported that during procedure, the guidewire was stuck and would not advance into the left ventricular (lv) lead. The lv lead was damaged in the process. The lead was replaced, and a new one was implanted. The patient was noted as being stable.